Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist assistant at the hospital, reported that it was not possible to lock up the implant. When placing the implant, proximal locking was not possible. There was an increase in surgical time approximately by one hour and a half to two hours.

Manufacturer narrative:
Received information from the field confirmed the item still being in use. Thus, no product matter suspected - concomitant item.

Event description:
The pharmacist assistant at the hospital, reported that it was not possible to lock up the implant. When placing the implant, proximal locking was not possible. There was an increase in surgical time approximately by one hour and a half to two hours.